Event description:
After completion of procedure, a chest x-ray was obtained and small metal fragments were seen on the film. The instrument was checked and small fragments were missing from the rod bender.